Event description:
It was reported that during a da vinci-assisted surgical procedure, site reported a non-recoverable fault on universal surgical manipulator (usm) arm 2. The system was not connected to onsite. At the start of the call, the customer had replaced the drape on arm 2 and rebooted the system. The error persisted during startup, and the customer confirmed error 1162 with a prompt to disable arm 2. The customer inspected the cannula mount on arm 2 and confirmed there were no foreign objects or debris present. The customer elected to disable arm 2 and proceed with the procedure using three arms. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the non-recoverable fault was confirmed and replicated. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where check cannula test was found to be failing on the cannula flat flex cable (ffc) once testing was completed, the cannula ffc was further inspected and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the cannula ffc. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).